Manufacturer narrative:
Additional MFR narrative: nodules (including granulomas) and oedemas are well known and documented reactions in the context of hyaluronic acid injections. As suggested by the injector, granulomas are delayed immune reactions of the body in response to the implant. They are generally medically treated without complications. Their etiology is varied (inflammatory, infectious) and they can appear at a distance from the injection. These reactions are mentioned in the instructions for use of teosayl products.

Event description:
This case occured outside of the USA, in italy. According to the information received on (B)(6) 2022, a patient was injected on (B)(6) 2022 with 1 syringe of teosyal rha 1 in vermillon border and on (B)(6) 2022 with half syringe of teosyal rha 3 in vermillon. On (B)(6) 2022, the patient presented with granuloma in the left side of the lips, characterized by oedema, heat, pain and hardness to touch. As corrective action, on (B)(6) 2022, the patient was treated with an unknown dose of hyaluronidase and was prescribed the following: anti-inflammatory (colchicine), corticosteroid (cortisone 2mg), antihistamine. On (B)(6) 2023, we were informed that the adverse event was solved.